Manufacturer narrative:
The manufacturer was previously reported an issue related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer received new and relevant information on 08/05/2024 patient alleging lung cancer related to a remstar autoa-flex device's sound abatement foam. The following correction has been updated in this report. Section "product problem" in box b has been updated/corrected to reflect both. Section "type of reported complaint" in box h has been updated/corrected to reflect serious injury. Section "model number", "catalog item identifier", "product UDI" in box d has been updated/corrected. Section h6 health effect- impact code has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.